Event description:
It was reported by customer that when they went to retract, the guidewire got caught up in the catheter. "We used a right upper arm cephalic vein that was nice in size and compressible. Nurse stuck the patient and had no issue threading the guidewire or the catheter. When she went to retract, the guidewire got caught up in the catheter. When we tried to remove the catheter the patient stated it was very painful. We left the tourniquet tied and we were able to remove the catheter with the full guidewire visible.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of an accucath catheter were returned for evaluation. An initial visual observation of the photographs showed the catheter with the guidewire inlaid. The catheter and guidewire were damaged. Both the catheter and guidewire were kinked in multiple locations and the catheter appeared to be split. Use residue was observed in the returned photographs. The reported difficult removal of the guidewire likely caused the visible damage on the device. However, the exact root cause of the initial difficulty removing the wire could not be determined from the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that when they went to retract, the guidewire got caught up in the catheter. "We used a right upper arm cephalic vein that was nice in size and compressible. Nurse stuck the patient and had no issue threading the guidewire or the catheter. When she went to retract, the guidewire got caught up in the catheter. When we tried to remove the catheter the patient stated it was very painful. We left the tourniquet tied and we were able to remove the catheter with the full guidewire visible."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.